Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verioiq meter was reading inaccurately high compared to a onetouch verio2 meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred at 5pm on (B)(6) 2015. At this time the patient obtained a blood glucose result of "3.7mmol/l" with the subject meter and "17.0mmol/l" on the other meter within 30 minutes of each other. The patient manages their diabetes with insulin (no adjustments) and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that they did not develop any symptoms as a result of the alleged product issue but self-treated immediately by drinking "250ml orange juice" and eating "sugar candies". No medical intervention was required as a result of the alleged issue. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution available to walk through a control solution test. The patient's products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up # 1: correction: the incident description on the initial 3500a should have read that the onetouch verioiq meter was reading inaccurately "low" compared to a onetouch verio2 meter rather than inaccurately "high" as was initially stated.